Event description:
(B)(4). I had a total hysterectomy on (B)(6) 2015 to remove essure.

Event description:
(B)(4). Since I had the essure procedure done in 2009, I've started having migraines, fatigue, bloating and pain on both sides of my lower abdomen. I had an ultrasound done to rule out any other issues that might be causing my pain and it came back clear. So I need to have the essure removed.